Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/18/2022 it was reported by a sales representative via sems that an ar-13995n scorpion needle tip broke off during a rotator cuff repair. The broken tip was noticed immediately post-firing of the needle and the tip was within the patient tissue. Before the end of the case, the tip was found and removed from the patient. The facility opened another needle to finish the case. No patient affect.